Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported the dentist recommended that I stop receiving aligners immediately due to jaw misalignment and the worsening of tmj. The dentist noted the patient presented with disc displacement with reduction o left and right sides. The dentist recommended the patient go through tmj appliance therapy before continuing orthodontics. Patient initials: (B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.